Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the physician was unable to implant the atrial alp due to poor electrical values while mapping and the patient was in atrial fibrillation. The lp was removed and not replaced. The patient was stable.